Event description:
Call received from customer's grandmother reporting hospitalization due to coma. Caller stated that customer was not receiving insulin. Caller also stated that customer was hospitalized two additional times in 2012 for high blood glucose and diabetic ketoacidosis. Customer has not worn the insulin pump since (B)(6) 2012. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.